Manufacturer narrative:
(B)(4)

Event description:
The following information is provided based on medical records provided to medtronic. Medtronic has not independently verified the accuracy of any statements found in the records. Additional information received from medical records reported that when the patient was admitted on (B)(6) 2010, a foley was in place. The patient reported that patient-controlled analgesia (pca) was not controlling the patient's pain. The patient stated her pain was at 10. The patient was tearful. The medical records reported she said that the 1 mg dilaudid provided did not even touch her pain, which was currently in her lower back and radiating down to her right leg. The records reported she claimed had never had pain like this before. She had no pain in her left leg. A scratch test was performed and the patient could feel scratching on her left leg and only felt touch on her right thigh. She would yell out in pain with the slightest touch to her right calf. Movement to the toes was intact and she denied headache. Records documented the patient reported her pain was up to 8/10 on (B)(6) 2010 and dropped down to 6/10. The patient reported the right leg remained very sensitive to touch and said her lower right leg was painful and had pins and needles, and numbness. Medical records said there was paresthesia from the lumbar spine radiating to the legs. Motor strength was weak. Comfort level was reported at 4/10. The patient had her legs elevated on pillows and had been trying to stretch out as she was getting sore from lying in the same position. On (B)(6) 2010 the pain was reported as minimal and there was no paresthesia. Medical records reported the right shin felt like stickers on them. The patient had been lying flat on bedrest due to headache when sitting up. The patient denied any distress. It was previously reported that on (B)(6) 2015, the patient had a procedure for an implantation of a scs which was incorrect due to a typographical error. Medical records reported that the patient was implanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received medical records which reported that the patient had elected to have a spinal cord stimulator (scs) implanted. On (B)(6) 2010, there was a failed attempt at placement of a scs. The patient was positioned prone, and the back was prepped and draped in the usual fashion. The skin and subcutaneous tissues were infiltrated with local anesthesia and a tuohy needle was inserted and attempts were made to guide it into the epidural space. On the first attempt, the needle was attempted to be passed between the lamina of t12 and l1. This attempt was unsuccessful. The bony overlap was too great, considering the trajectory of the needle. The needle was then withdrawn. Additional local anesthetic was injected and an entry point more inferior was chosen. Once again the needle was aimed for t12, l1 level. This time, however, the dura was penetrated, as evidenced by cerebral spinal fluid leaking out the end of the needle. Attempts were then made to introduce the needle at the l1-l2 level, but once again the dura was penetrated. It was thought initially that the cerebral spinal fluid was leaking down from the dural puncture site at t12, l1 and the lead was, therefore, passed through the needle but it became apparent on the lateral x-ray that the lead was intradural. Therefore, the procedure was terminated at this point. The patient was offered a laminectomy lead as an alternative. On (B)(6) 2015, the patient had a procedure for an implantation of a scs. A laminectomy of t10 was carried out and the ligamentum flavum was removed in a piecemeal fashion. There was abundant cerebral spinal fluid present. There was no tear in the dura at this point, so presumably the spinal fluid had leaked up from the previous puncture site at t12-l1 or possibly l1-l2. There also appeared to have occurred a contusion of the spinal cord. At the time of the dural puncture, the patient reported paresthesia in her right lower extremity, and subsequent to the procedure, there was severe pain in the right lower extremity, and on examination had an area of allodynia. The patient was admitted to the hospital and kept at absolute bedrest. She was given IV medication to control her pain. Postoperatively, in addition to the allodynia of the right leg, there was a band of pain starting at the mid thoracic level and extending down to involve both lower extremities. She was treated with adjunctive medications in addition to opioids. This was successful in terms of her pain. The doctor recommended to her that they continue with epidural cord stimulation, changing their plans to involve placement of a laminectomy lead. It was noted that there was "nerve damage." The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs).